Event description:
It was reported to tyco health care/kendall on 01/07/08 that a customer had a problem with a umbilical vessel catheter. Customer reported that the device was inserted in late 2007. Within less than 24 hours, it began leaking and back up of fluids were noted. The pt had to have another umbilical arterial line inserted after the leaking catheter was removed. The replacement catheter remains in situ. No ill effect to the pt. The pt has recovered. The sample is being sent for evaluation.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.